Manufacturer narrative:
No fault was found during the investigation. Unit is operational, there was no alarm failure.

Event description:
Customer reported that the n-560 was not alarming when saturation registered below 85.